Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that after ten hours of use of a cadd medication cassette with a cadd legacy plus pump, the pump exhibited an unspecified alarm. Per reporter the cassette was placed on a different pump and the alarm continued. It was reported that subsequently the cassette was changed for a new one and there were no further alarms. No adverse patient effects were reported.